Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast prosthesis implantation surgery with two 250cc mentor smooth round moderate plus profile saline breast prostheses. Post-operatively, the patient suffered bilateral capsular contractures (baker grade unknown). As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacements were: (left) 250cc mentor memorygel breast implant catalog: 3502501bc lot: 9660255 sn: (B)(4) and (right) 250cc mentor memorygel breast implant catalog: 3502501bc lot: 9660255 sn: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpps dv 250cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.